Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a cracked end cap. No alarm was noted for a compromised force sensor system. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that a customer received a button error alarm on her insulin pump. The pt's blood glucose level was 340. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further info was provided.